Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 11/03/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/14/2017 with the following findings: during investigation, the keypad was intact; no damage was observed. The up arrow, down arrow and ok buttons were found to be under responsive. The keypad cover was removed; there was no damage to the button contacts or keypad flex cable. The pump was opened and moisture was observed on the printed circuit board. No moisture was observed in the battery compartment. Unrelated the complaint, the display was observed to be dim and gray. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.